Event description:
A report was received that the patient experienced upper left thoracic pain following an implant procedure. Pain medication was administered and the event is resolving. The event was assessed to be procedure related.

Manufacturer narrative:
Additional information was received that the patient experienced left side, upper thoracic back pain, non-cardiac.

Event description:
A report was received that the patient experienced upper left thoracic pain following an implant procedure. Pain medication was administered and the event is resolving. The event was assessed to be procedure related.